Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported issues with bent cannula as the site location was stomach, close to her naval. Reportedly, she had faced this issue 3 or 4 times and was hospitalized due to insertion port as it was pinched so tight it never leaked and never gave her any insulin. Her blood glucose level was 1118 mg/dl at the time of hospitalization and she was unable to speak and panting. The infusion set had been in use for one day. She was hospitalized for 5 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.